Event description:
It was reported that the left ventricular lead exhibited failure to capture. Upon review, it was discovered that the lead was dislodged. The lead was explanted and replaced. There were no patient consequences.